Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to their implantable cardioverter defibrillator (ICD) alerting. The right ventricular (rv) lead exhibited out of range impedance. The patient was taken to the lab and it was noticed that the pin plug was not all the way inserted into the device. The lead was unscrewed and reinserted into the header. Device and lead function were normal after that. No patient complications have been reported as a result of this event.